Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. (B)(4) bluetooth pairing test was performed and passed. A review of the share logs was performed and transmitter failed for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause was determined to be a defective transmitter. The reported event of transmitter failed is reportable based on the device failed the bin analysis. No injury or medical intervention was reported.